Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer reported that the battery cap of the pump was broken and a frozen display. Troubleshooting was performed and found that frozen display. No harm requiring medical intervention was reported. The customer will discontinue using the insulin pump and the pump will be returned for analysis.

Event description:
Customer reported that frozen display was recurred after installing a new battery and monitoring insulin pump for 2 hours. Customer stated that insulin pump got wet and was stuck on medtronic screen. Customer reported fluid in battery compartment. It was reported that the insulin pump was returned for analysis.

Manufacturer narrative:
Customer returned device for an alleged flashing display, frozen screen and moisture damage found on october 22, 2022. Unit received with a frozen display with flashing medtronic logo. Reset the pump three times to determine flashing medtronic logo is permanent and it was confirmed flashing medtronic logo permanent. Unit unable to perform displacement test, rewind, prime/seating, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement and self test due to frozen display anomaly. Pump was cut open to perform visual inspection and found moisture damage on the [electric boards / force sensor]. Unable to download pump's history and trace files using thump due to frozen display anomaly. Test p-cap / reservoir locks properly into place. The following were noted during visual inspection: cracked battery tube threads and cracked case corner of the belt clip rails near the battery compartment. Flashing medtronic logo was confirmed during analysis due to moisture damage on the electronic assembly. Blank display was confirmed. Pump failed to download history files and traces due to moisture damage on the electronic assembly. Exposed to moisture confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. The information that provided with the initial report was incorrect. The correct information has been included with this report in b5 section.